Manufacturer narrative:
Submit date: 9/11/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports: the tops of the sharp containers are very difficult to snap onto the bottom. They will not snap safely into place.